Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. On 11/21/2016 the fse inspected main incubator, tested with cup evaluation macro - noticed the encoder disc was rubbing on the home sensor.the fse adjusted height of encoder disc and replaced home sensor. The fse tested with all set home and multiple cup evalutation tests - passed. Operator ran several racks of sample with no issue. The most probable cause of the reported event was main incubator home sensor adjustment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, the customer reported error 4401 incubator rotation motor home with their aia-2000 analyzer. Customer reported they cleaned the sensors, used canned air. They are unable to do a all set home. Stated that they found no tipped cups in the incubator. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.